Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, photo was received from the field and appeared to show the bulbous deformity. However, it could not be confirmed as there was no bulging shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that 8f delivery system was used, and there was not any anatomical interference, or angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was used with amplatzer talisman delivery sheath (8657283) for implant to treat patent foramen ovale (pfo). During implant, the right atrial disc showed a bulbous deformation shape. There was no angulation or kink in the delivery system. The device was noted to have made contact with the septum. The device was removed from the patient. A 25mm amplatzer pfo occluder (7044516) was chosen as a replacement and was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was stable.